Manufacturer narrative:
Patient information was unavailable from the site. The solitaire fr2 stent was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the information there were not any device issue during use; rather, a procedure related event. Related mdrs for this event: 2029214-2018-00910. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a coiling embolization treatment, the medtronic implant coil prematurely detached and travelled distally. A medtronic stent was used to retrieve the detached coil. Embolization was observed in a new territory in the middle cerebral artery (mca) and it became occluded. The patient experienced body weakness due to the small infarction in the mca territory. Prior to the event, the medtronic implant coil was in position to be detached; however, it could not be detached using the instant detacher or with by using the manual method (an alternative detachment method presented in the instructions for use). Due to the failed non-detachment attempts, the physician attempted to remove the implant coil, but it detached prematurely during the process. A medtronic stent was used to remove the detached implant coil. At that point, the new complications were observed in the patient. The patient was undergoing coiling embolization treatment for a small unruptured saccular aneurysm measuring 3.5 mm located in the posterior communicating artery. The reported device and accessory devices were prepared as indicated in the instructions for use (IFU). The patient¿s vasculature was normal in tortuosity and the blood flow was normal.